Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. A device history review could not be completed as no batch number was provided. Rationale: CAPA not required at this time.

Event description:
It was reported that 2 needles broke prior to use with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported that the needle broke prior to filling it with insulin. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 26 g, 3/8" needle, pn 305110. Product lot # - [9148060]. Did issue cause any injury? - no. Did customer require medical intervention? - no.